Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain dreamstation humid. The manufacturer received humidifier with a complaint of chronic kidney disease. No other peripherals or accessories were returned with the device. Patient stated that soclean 2 was used twice per week on average. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed evidence of sound abatement foam degradation/breakdown was observed in this device. Pil observed multiple unknown brown and black, contaminants and some short black hairs inside of humidifier box and on dry box seal. Pil observed a small brown stain on the flip lid seal. Pil observed potential black water stains on the bottom of the back panel and on the bottom of the humidifier enclosure. Pil observed slight heat mark on the heater plate. Pil observed a large heat mark on the pan on the bottom of the water tank. The contamination found in the humidifier box are considered not to be in the airpath. There is no visible damage or functionality failures of the humidifier, which suggest that the source of contamination was external to the device. Upon visual inspection, pil observed that the heater tube had no outstanding defects. They were 6 errors logged.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06447. This report was submitted for the dreamstation humidifier. The base device associated with this humidifier is reported under MDR 2518422-2021-06447. At this time of investigation, it has been determined that all reporting activities will be carried out in MDR 2518422-2022-03446. Therefore, this report was submitted as a duplicate report of the previously submitted report.